Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Father called to report the insulin pump was damaged when it was being removed in the hospital. The insulin pump user was in the hospital due complications with a miscarriage. The insulin pump was cracked. Advised that the insulin pump will be replaced. Out of warranty terms and conditions will be sent. Nothing further reported.